Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard disk drive was evaluated, reseated and reformatted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to properly allow cine runs to be played back. No patient serious injury or death was reported related to this event.